Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a previous incident with a low blood glucose value and was in a diabetic coma. Blood glucose value was 31 mg/dl at the time of the incident. The customer stated she didn't believe it was due to the insulin pump. The customer was on a cruise ship and they had a glucagon pen and gave her a shot. No troubleshooting was performed. Nothing will be replaced or returned.